Event description:
It was reported that the ventilator generated a technical alarm indicating a communication error during start up. In addition, the ventilator device log contains technical alarms indicating disabled valves and stop of ventilation. There was no patient harm reported.(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
Our field service engineer confirmed the reported issue on site. He replaced the control printed circuit (pc) board and successfully ren pre-use checks and functional tests before the ventilator was returned to service. Eval of received device logs shows an occurrence of two technical error codes that indicate disabled valves, communication failure and a stop of ventilation five days before the reported date of event. A week later, the reported startup error occurred five times. Simulated use test ventilation did not confirm the reported issue. Several pre-use checks succeeded and test ventilation ran successfully for 8 days. The returned control pc board was subjected to stress testing through mechanical pressure, cooling and warming without generating any errors. If the underlying defect resulting in a control error or disabled valves occurs during ventilation, ventilation will stop and the user will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, the technical error code for disabled ventilation will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the investigation. The reported issue may have been caused by an intermittent hardware error on the control pc board, but this could not be confirmed.

Event description:
(B)(4).